Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0, ubd: , UDI#: (h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a low performance message appeared. This was the second occurrence. It was noted that the system wasn't in use and the images tended ~192 slices - ~8 surgeon profiles. There were 41 patients, over 7gb of storage, a navigation spin was performed with the imaging system, there was no manual tracing, and the surgeon did not use annotations. The complaint was not resolved after reinstalling software, pinch-to-zoom-out, and trying different layouts. The manufacturing representative (rep) reported that while onsite doing a system check-out, the rep selected a cranial procedure with a demo head and noted when initially tracking the "chicken foot" with the reference frame, there was a lag for about 5 seconds. After that time, tracking no longer lagged and the rep was unable to replicate. The rep also reported all patients had been deleted from the system. There was no patient impact and less than an hour delay.